Event description:
A dreamstation CPAP device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and the complaint was confirmed. Evidence of foam degradation was found, and foam particles were visible; an error code was also present. The device was scrapped.

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Manufacturer narrative:
A dreamstation CPAP device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the device evaluation at the third-party service center, and the complaint was confirmed. Evidence of foam degradation was found, and foam particles were visible; an error code was also present. The device was scrapped. In the previous report, the UDI number was incorrect. It has been rectified in this updated report.